Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor, disorientation, perspiration, and dizziness. Reportedly, customer overcorrected for a prior bg level. Bg was addressed via consumption of carbohydrates, and glucose gel. Reportedly, the customer required additional assistance from camp counselor to treat bg via consumption of carbohydrates. No additional information was provided.